Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain, in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2011, the patient presented with chest discomfort and was diagnosed with stable angina. Cardiac catheterization was recommended. The target lesion being treated was located in the proximal right coronary artery (prox rca) with 95% stenosis and was 14mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x16mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient experienced chest pain and was hospitalized. The previously placed study stent in the prox rca had 90% ostial in-stent restenosis which was treated with placement of a 3.00x16mm promus element stent, with 0% residual stenosis. The event was considered as resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).